Event description:
Meter name: one touch fasttake. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. A healthcare facility reported they were unable to obtain accurate results on the ft meter. Their meter allegedly was inaccurately erratic. The result on the other fasttake meter was 88 (no units). The time difference between the two fasttake meter was unknown. No treatment was administered. Pt's hematocrit was 45. No further info has been reported.